Event description:
Information was received indicating that a smiths medical medfusion pump exhibited watchdog alarm. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. . Both tamper seals were broken. Top case was found cracked by the right bottom corner. Unable go into event history log and download due to learning error being found when pump was uploading from base to head by itself. Unable to perform any functional testing due to learning error being found when pump was uploading from base to head by itself. Reported problem was unable to be duplicated. The root cause of the reported issue unable to be determined. Actions were taken to mitigate the reported issue: replaced interconnect board and speaker. Performed maintenance and all functional testing.